Event description:
On (B)(6) 2023 at approximately 10:04am, a bard mission 18gx16cm biopsy gun malfunctioned during a renal biopsy. Dr. (B)(6) was attempting to take a core sample when he pushed on the top of the device and the plastic hand piece broke into two pieces. We then opened a new biopsy gun and completed the procedure.